Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 5 of 5 device was returned for evaluation. Evaluation of 4 device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The device was repaired and returned to the customer. Evaluation of 1 device found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer.

Event description:
This report summarizes <noe> 5 </noe> malfunction events. This report summarizes five malfunction events where a midwest stylus atc mini handpiece won't hold burs. There were no injuries.